Event description:
It was reported that the pump was moved out of they and then placed back again for an emergency hernia surgery (B)(6) 2015. On (B)(6) 2015 the reservoir could not be accessed for a pump refill and they were wondering if the pump was flipped. The hcp believed that the surgeon may have flipped the pump out of the way or took it out and put it back incorrectly. The refill template was not lining up properly and a ¿kub¿ (kidney ureter and bladder x-ray) was done on (B)(6) 2015 which confirmed the flipped pump. The healthcare professional was made an unsuccessful attempt to manually flip the pump back over. A surgical intervention to flip the pump back occurred on (B)(6) 2015. The pump was revised, turned the correct way, and filled. The patient was alive with no injury and had no symptoms or complications; following the revision the patient was doing fine and was receiving effective therapy. The pump was used to infuse marcaine (bupivacaine) and morphine (unknown). Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).